Manufacturer narrative:
Last calibration performed on (B)(6) 2020 with no alarms. The level 1 calibrator signals were are slightly higher than expected and the level 2 calibrator signals were lower than expected. Quality controls were within range showing no indication of a performance issue of reagent or instrument. The sample centrifugation time is shorter than recommended. The field service engineer did not identify a cause. The customer they stated they were not having any issues at this time. The customer performed calibration and qc successfully and had resumed normal operation. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The customer performed a precision check on the analyzer with acceptable results. The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys troponin t stat assay results for 1 patient sample on a cobas 6000 e601 module. The initial result was 0.354 ng/ml with a data flag. The repeated result was 0.010 ng/ml with a data flag. The sample was repeated again and the result was <0.010 ng/ml with a data flag. The sample was repeated on a different e601 analyzer and the result was <0.010 ng/ml with a data flag. The repeated results were believed to be correct. The results were reported outside of the laboratory. The patient was not treated based on the initial result. The reagent lot number is 48096300 with an expiration date of 31-jul-2021.